Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018 a lumbar spinal canal stenosis via transforaminal lumbar interbody fusion (tlif) on l4/5 was performed. After the insertion of an unknown transforaminal posterior atraumatic lumbar (tpal) spacer implant, the tpal spacer applicator holder / inner shaft could not be detached from the implant. The surgery was completed by prying / forcing the holder / inner shaft out. There was less than 30 minutes surgical delay but there was no adverse consequence to the patient. This report is for one (1) t-pal spacer applicator inner shaft. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device history record (DHR) review: part: 03.812.003; lot: 8475051; manufacturing site: haegendorf; release to warehouse date: 06.sep.2013. The device history record shows this lot of 72 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: investigation selection: investigation site: cq zuchwil. Selected flow: 2. Device interaction/functional - unable to disassemble : rm. Visual inspection: the visual inspection of the returned t-pal instrument shows that the front part is badly bent. There are also signs of wear visible at the holding area of the instrument. This signs clearly indicate mechanical overloading situation during insertion of the implant. We have to assume that the implant was inserted in exceeded angle what caused the damage as described in the complaint. Functional test: due to the damage, no functional test is possible. Dimensional inspection: not required per selected investigation flow in investigation sheet as device use was identified as root cause for the reported problem. Drawing/specification review: not required per selected investigation flow in investigation sheet as device use was identified as root cause for the reported problem. Summary: the t-pal instrument is rated as not confirmed, since the device has passed the functional test as described above. Unfortunately, we are not able to determine the cause of this complaint. It can be assumed that probably the angle during the removing process of the trial implant was below the recommended 10 ¿ 15 degrees between the applicator handle and the sagittal plane. This could lead to the mentioned problems as mentioned. No product related issue could be identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Lot number reported. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.